Manufacturer narrative:
- It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported two hospitalizations. Caller stated he tried to test prior to hospitalizations and got an e-6 message so he went to the hospital. Caller reported he was admitted and treated for high blood glucose and other medical conditions. Caller reported a blood sugar of 1,017; no comparisons were provided. Caller did not provide details of when these events occurred. Caller stated he did not remember details of the event, prior, or following. Caller reported he did not know prior test results, time frame between error and hospitalization. Treatment received was not provided. Requested return of the alleged meter for evaluation and replacement was sent.